Event description:
It was reported that the 30 degree endoscope had physical damage. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter could not provide any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and failure analysis investigations found with mechanical damage the scope¿s distal tip. The root cause of camera instrument endoscope tip damage is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope. Additional observation not reported by site: the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
Refer to h11 for follow-up information.